Event description:
It was reported that a patient developed pain at her generator site after being assaulted around that area of her chest. It was later reported that the patient had a replacement surgery. No additional information has been received to date.